Event description:
Hospira, lifeshield 1.2 micron filter being used in outpatient clinic. The filter option-lok male adapter does not fit properly and therefore, causes leaks when administering meds. Dates of use: 2009. Diagnosis or reason for use: orencia medication administration. Event reappeared after reintroduction: yes.